Event description:
It was reported that the patient presented in clinic with implantable cardioverter defibrillator exhibiting bluetooth telemetry loss. A bluetooth reset was performed and the device was restored. There were no patient consequences reported.

Manufacturer narrative:
The reported event of a the patients device having bluetooth disabled was not confirmed. The session records and logs were reviewed and no evidence was present which would have suggested the ble was disabled.